Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's reverse shoulder having dislocated 6 weeks post operation due to a loose stem. The stem was cemented into the canal and the glenosphere was changed from a 32 -4 to a 32 neutral. In hindsight, the stem should have been cemented during the first surgery, but the surgeon believed he had a good press fit. There was no component failure.